Event description:
It was reported that the ilet lost connection to a dexcom g7 cgm, and the user was instructed to toggle the ilet cgm setting to g6 and back to g7 and reenter the g7 pairing code, after which they were advised to monitor for restored readings. Symptoms included no sensor glucose data available to the ilet. Outcomes included temporary interruption of automated dosing guidance pending restoration of cgm data. Investigation included customer troubleshooting and device setting reconfiguration. Investigation of this case revealed a pairing failure between the ilet and the cgm; no hardware component malfunction of the ilet was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was a communication or pairing issue likely related to temporary connectivity conditions.